Event description:
Same case as MDR ID #2134265-2014-02096. It was reported guide wire removal difficulties occurred. The target lesion was located in the diagonal vessel. After a positive fractional flow reserve (ffr) procedure, a 300cm pt² guide wire was selected and advanced to the target lesion where a 2.75 x 16 promus element plus stent was deployed. The physician "thought" he was removing the non bsc ffr wire from the lad, however, the guide wire was taken out of the diagonal artery. While removing the guide wire, the physician felt a "little" resistance. After the guide wire was removed, it was noted that it had unraveled and caught the distal portion of the stent. The entire stent was pulled out of the first diagonal vessel and into the guide. The stent and the guide wire became "entangled" and the stent was damaged. The physician proceeded to rewire the diagonal vessel with a non-bsc ffr wire. Post dilation was performed using an unspecified size nc balloon catheter and the procedure was completed. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Unit returned in a generic plastic bag. The unit returned has the wire kinked and the distal tip damage, and the stent was attached at distal tip, as part of overall visual revision. Unit returned matches with upn provided by the customer. The visual inspection was performed and the device returned stuck with the stent. The stent was removed from the wire and the wire presented the distal tip damaged (peeled and kinked at 298.5cm approx.). Dimensional inspection: all the outer diameter (od) taken were and all of them are according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported guide wire removal difficulties occurred. The target lesion was located in the diagonal vessel. After a positive fractional flow reserve (ffr) procedure, a 300cm pt²¿ guide wire was selected and advanced to the target lesion where a 2.75 x 16 promus element plus stent was deployed. The physician "thought" he was removing the non bsc ffr wire from the lad, however the guide wire was taken out of the diagonal artery. While removing the guide wire, the physician felt a "little" resistance. After the guide wire was removed, it was noted that it had unraveled and caught the distal portion of the stent. The entire stent was pulled out of the first diagonal vessel and into the guide. The stent and the guide wire became "entangled" and the stent was damaged. The physician proceeded to rewire the diagonal vessel with a non-bsc ffr wire. Post dilation was performed using an unspecified size nc balloon catheter and the procedure was completed. No further patient complications were reported and the patient's status was stable.